Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample device was returned for evaluation. The investigation is ongoing. A follow-up report will be provided once it is completed.

Event description:
The option filter got stuck in the sheath, and they were unable to use pusher, put wire through and replaced the entire device.